Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was reported that during last impaction, the platform broke in half. There was no harm to the patient. The case was completed successfully.

Manufacturer narrative:
Reported event: the event reported that an impaction platform broke in half upon the last impaction. The case was successfully completed. Device evaluation and results: visual inspection. Visual inspection confirms alleged failure. Dimensional inspection; dimensional inspection was not completed. Visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed; visual inspection clearly shows the failure of the device. Device history review: review of device history records indicate (B)(4) devices were accepted into final stock on 12/21/2015 with no reported discrepancies. Complaint history review: a review of complaint records for p/n 206270, l/n 45021215 show no other complaints related to the alleged failure. Tracking of complaints for p/n 206270 will be tracked through quarterly trend request # (B)(4). Conclusions: failure was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was reported that during last impaction, the platform broke in half. There was no harm to the patient. The case was completed successfully.